Event description:
I had a lap band installed on the above date. Had many various illness shortly after it was implanted. In constant pain, 24/7. Was told repeatedly it was not the band. I finally convinced doctors that what I was going through was the band. I have high liver levels and am hoping that they'll go down now that the band is gone. The lap band should have never been approved for use, ever. Thousands upon thousands of people are getting sick and some are dying from it. I have had pain in my rib area, sternum through my back, collar bone, shoulder and down my left arm. Hospitalized twice for possible heart issues and my heart's fine. Was heaving, throwing up, fatigued, liver problems, ear, nose and throat problems. Local doctors made me feel as though I was crazy. I went through depression, brain fog, my sight has been affected. I had all over joint and muscle pain that lasted 18 months. Couldn't raise my arms above my head. Tested out the wazoo and no arthritis. I believe that anything with silicone that is implanted in the body is going to eventually cause issues. If it's needed to actually save someone life, like a pacemaker, then I understand. Breast, butt, cheek, chin implants and lap bands should all be banned. People are dying. My stomach came up through the band and caused blockage and severe pain. So much scar tissue also.